Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. This report is 2 of 4 allegations that had similar event details. Related records: cmpl-(B)(4).

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the skin. On (B)(6) 2024, it was reported that the patient experienced an adverse event which occurred an unknown day after the sensor had been inserted (no information about the insertion site). The patient used g7 on 3 different occasions over a few months and each time the device reportedly failed and almost left the patient ¿hospitalized or dead¿ (as reported by the patient). This report is 2 of 4 allegations that had similar event details. It was reported: inaccurate readings leading to incorrect doses of insulin, device failing to connect or stay connected to the network. The inaccuracy was reported to be a 15 mmol/l difference. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.